Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility in japan reported a 65-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During the support a yellow controller error alarm was triggered on the automated impella controller (aic). It was noted that the alarm emitted 3 times within the 12 hour period .no patient harm reported and the device support was continued.

Manufacturer narrative:
The investigation for the console (aic) controller error alarm has been completed. Data logs confirmed the reported failure mode given there were multiple controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The console was returned for evaluation and found that it operated as expected. The root cause for the controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. The optical bench was replaced as a precaution due to multiple instances of the issue. Corrections to the initial MFR report: d2 common device name updated f6/f8 should have been left blank. G1 MDR reporting contact email.